Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer administered a mealtime bolus but did not eat the appropriate amount of carbohydrates that were entered into the bolus menu. The customer's blood glucose (bg) level subsequently increased to show as ¿high¿ on the continuous glucose monitor; although the specific value was not provided. Customer consumed carbohydrates to address bg. No further information was provided.